Event description:
It was reported by the customer that when removing the lma catheter, the skin tissue surrounding the site was dead. The pump which had been placed delivered the medication as intended over the programmed time period. It is unk at this time what treatment was provided to the pt after the catheter was removed.

Manufacturer narrative:
The pump was not returned to the MFR, if additional info is received, a follow up report can be submitted.